Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient information is available. The power supply (charger) and usb cable were returned for evaluation. The devices were externally visually inspected and no defects were found. Separate charger and cable load tests were performed and the tests passed. The reported event of receiver will not turn on could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Based on the investigation results this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the device was perpetually rebooting. The receiver case was opened for further evaluation. A data log was able to be retrieved by detaching the ui pcba. A review of the data log did not confirm the reported event of the receiver not turning on due to the receiver perpetually rebooting. A root cause could not be determined.